Event description:
It was reported that during an unspecified endoscopic procedure, a balloon burst occurred. An extractor rx 12-15mm above retrieval balloon had been selected and advanced to an unspecified duodenal location. During the procedure, the balloon burst and left shreds of latex material in the duodenum. The patient's current condition is unknown. Despite multiple attempts to request additional information, no information has been received.